Manufacturer narrative:
(B)(4). Concomitant medical products: 00599003620, nexgen distal femoral augment, 62475813; 00599003601, prc agmt block post sz f 5mm, 63305446; 00596204014, prolong lps-flx nexgen articular surface, 63115394; 00599401692, lcck nexgen femoral, 77005926; 00598802014, nexgen stem extension offset 14mm dia x 100mm length, 63289783; 00599003602, prc agmt block post sz f 10mm, 63089011. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02799; 0001822565 - 2018 - 02800; 0001822565 - 2018 - 02801; 0001822565 - 2018 - 02802; 0001822565 - 2018 - 02798; 0001822565 - 2018 - 02804. Requested but not returned by hospital.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to pain. After exposure, the surgeon used verasense to evaluate soft tissue structures about the knee. It was found to have higher pressures on the lateral side in flexion and poor kinematic on the medial side through range flexion where the contact point would move anteriorly. Numberous trialing was undertaken with different size augments, each time using verasense as a quantitative measurement. The femoral stem was eventually lengthened and downsized after some reaming, and minor distal femoral resection was performed along with posterior releases to improve soft tissue balancing and overall kinematics. The final implants were cemented in and the appropriate poly selected with the assistance of verasense. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a5, b1, b4, b5, g4, g7, h1, h2, h6, h10. Reported event was confirmed by review of x-rays provided. The x-ray review states evidence of lucency at the cement-bone interface of the tibial component, greatest laterally, and lucency along the distal femoral component as well. Findings are suggestive of early loosening. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.